Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Date of issue and sensor insertion is an approximation. The patient stated she developed a rash after the sensor was applied and the skin was irritated. She later stated she had blistering under the patch from too much sun exposure on vacation. Further contact was made with the patient by dexcom¿s medical safety on (B)(6) 2019. She stated that she had her physician evaluate the affected areas and was prescribed cefalexin 500 mg twice daily for seven days. She has completed the course of antibiotics and said the last wound is nearly healed and the blister is gone. The skin tac is working well, and no new rashes have developed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.